Event description:
Related manufacturer related number: 2017865-2018-13689 during a follow-up, there were episodes of oversensing noted on both the right atrial (ra) and right ventricular (rv) leads, resulting in a loss of pacing therapy. The patient also experienced some palpitations and syncope. Both the ra and rv leads were explanted and replaced to resolve the event and the patient condition was stable.

Manufacturer narrative:
The reported events of no lv output, oversensing and abrasion were not confirmed. As received, a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures and a short test was not performed due to the separated coils, a condition present when the lead was received. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.